Event description:
Pt reports developing a fever and drainage from the incision site two days following pelvic floor repair for incontinence. The pt was admitted to the hospital for IV antibiotic administration. The pt reports that sutures began spitting three months following the procedure and were removed. The pt subsequently developed a perineal fistula which was later repaired in 2002.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained a supplemental 3500a form will be submitted accordingly.